Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of over 500 mg/dl and vomiting; cause was not known. Customer was treated with intravenous fluids of saline, insulin and dextrose. Customer was released from the hospital on (B)(6) 2021 with no reported permanent damage. Tandem technical support did a pump system check and verified the pump was functioning as intended. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue.